Manufacturer narrative:
The returned breast pump functioned within ameda specifications. Investigation concluded that the internal components of the breast pump displayed no evidence of malfunction or thermal event. It was visually confirmed that a dark grey substance resembling battery acid was present on the external pump housing, battery compartment area, and battery cover. Batteries were returned with the pump and were installed backwards in top and bottom rows. Additional testing supports that the misplacement of a battery can cause battery leakage.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report low suction from the purely yours breast pump she received 2 months ago through her insurance company. Basic troubleshooting did not resolve the issue. Customer was asked if she ever pumped with batteries vs the ac adapter. Despite the answer being no, she was asked to look inside the battery compartment and found 6 very old aa batteries covered with gray powder. Customer again reported never pumping with batteries and denied installing them in the battery compartment.